Event description:
Hub on the end of sheath where valve is located was leaking unable to draw back on sheath with catheter without pulling air in from the valve. No patient harm occurred. A faradrive sheath was used to complete the case with no issues. Manufacturer response for introducer sheath, intravascular, agilis nxt steerable introducer dual reach (per site reporter).